Event description:
Pt had an open capsulectomy, removal of implant of right breast; placement of prosthesis right breast; exploration of left breast with open capsulectomy, removal of implant & implant material, placement of prosthesis after severe capsular contracture with calcium formation found in right breast; with ruptured implant in left breast. Per record, silicone breast implants.